Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the antenna tx/ rx portions of i3 stuffed pca of the patient electronic unit (peu) was severely burnt. Unit failed signal acquisition test step distance home at 37mhz and failed register unit in a subsequent diagnostic test with test i3 stuffed pca (600235017) and test compact flash card (cc-002002) (reference attached diagnostic test results). Diagnostic testing with a test i3 flex antenna element (cs-001232) included with the test components already being used resulted in the failure of the accuracy/ noise home, distance home, and register unit test steps. Unit passed all test steps of a diagnostic test with an alternate test i3 stuffed pca (600235017) and the returned i3 flex antenna element (cs-001232) reinstalled. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Burnt antenna tx/ rx portions of i3 stuffed pca of the patient electronic unit (peu) were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.